Event description:
Wire broke within robotic instrument while in use. No harm caused to the patient. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Working with us.